Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned loaded in the stabilizer and the stabilizer was loaded in the microdelivery catheter. Visual and microscopic examination of the returned device found that the guidewire was bent, kinked, and the polytetrafluoroethylene (ptfe) was peeled/scraped at the kinked site. The guidewire distal section was struck in the stabilizer and the stabilizer was stuck in the microdelivery catheter. The guidewire distal section could not be pulled out. A functional test was not performed because of the anomalies found on the microdelivery catheter, stabilizer, and the guidewire. It appears that the guidewire became kinked/bent and the ptfe peeled at the kinked/bent sites as a result of the guidewire being jammed in the stabilizer. However, based on the information available and analysis of the device, it is not clear what caused the guidewire to become jammed. Therefore the exact cause for the reported and observed issues cannot be determined. This is the second of 2 reports

Event description:
Based on the investigation of the returned product, it was found that the guidewire polytetrafluoroethylene (ptfe) coating was peeled.